Manufacturer narrative:
(B)(4). G2: australia. Visual examination of the provided picture identified a polyethylene liner with constraining ring sitting inside a liner/cup/cage construct. The head is seen within the poly liner. The products are covered in bio-debris. No further evaluation can be made from the provided picture. The complaint was confirmed based on the provided picture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to user error/off label use, as the surgeon cemented a tmars constrained liner into a competitor¿s liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision due to a disassociation of the liners. It was reported that no further information is available.